Event description:
A customer contacted beckman coulter inc., (bec) regarding elevated troponin (accutni) results, within the risk stratification range, generated by the access 2 immunoassay system for one patient. Repeat testing of the samples on two alternate methods produced "negative" results. Actual results were not supplied. The results were reported out of the lab and the access 2 results were questioned by doctors. Patient samples were sent to customer product line support (cpls) for additional testing. Cpls testing confirmed the presence of a patient sample sourced interferent. It is unknown if there were any changes to patient treatment or an effect to the patient in connection to this event.

Manufacturer narrative:
Sample collection device and centrifugation information has not been supplied to date. System check, qc data, and service information have not been supplied to date. The patient sample interferent is the root cause of this event.